Event description:
The event is reported as: the customer alleges that on a new laryngoscope handle, when two new batteries were installed into the handle, the handle begins to heat. When the batteries were removed from the heated handle they were so hot it burned the hand of the user. The user reports that she quickly released the batteries out of her hand. The user reports that she did not require any treatment and describes the burn as temporary, no requiring any medical intervention.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.